Event description:
Pt was injected with 1 syringe of elevess in 2008, in left and right nasolabial areas. At approximately 43 days later, pt reported edema, induration and erythema at the injection site. Pt had received an initial injection of elevess about 15 days prior, with no issues. Pt was treated with medrol dose pack and keflex (750 mg, 2 x daily). Pt is expected to have another follow-up visit at about 2 weeks. Follow-ups were made at about 2 days later, and in 2009. At approx 4 months later, another attempt was made to get additional info on the pt's current status. Spoke to dr., who stated that the pt's symptoms have not resolved and the pt still had redness. He has not heard from the pt in a couple of months, but is schedules for an appointment. The doctor has injected the pt with steroids and hyaluronidase.